Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument was not turning properly. The instrument would not move in all directions and was not matching movements of what the customer was trying to do. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with robotics coordinator and the following information was gathered: during a cholecystectomy, the permanent cautery hook would not turn as expected. It was confirmed that there was no patient injury or adverse event due to the instrument's issue. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Video review: a review of the video clip was conducted by cde. The following additional information was provided: the permanent cautery hook (pch) is installed on arm 4 and controlled by the right hand control. At 7:35, the use takes control of the pch (arm 4) and the tip-up fenestrated grasper (arm 1). The user then begins moving the pch within the workspace but does not perform a surgical task. The pch is commanded away from anatomy and the pch end effector (the ¿hook¿) briefly collides with the jaws of the cadiere forceps installed on arm 2. After additional motion of the pch in free space, the pch is removed from arm 4 and replaced with a monopolar curved scissors (mcs) instrument. There is no visible sign of injury during the time the pch was installed. The procedure continues with the mcs without apparent issue. Since the allegation is around unintuitive motion (instrument does not precisely follow commanded motion from hand controls), we would require a view of the hand controls to confirm if this is true. From reviewing the video, it does appear that the user perceived motion issues (testing pch motion in free space and eventually replacing the pch).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed continuity test. The instrument was found to be fully functional.

Event description:
Refer to h11 for follow-up information.